Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving gablofen (2000 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient had been having an increase in symptoms and that there had been a couple increases in dosage without any changes. A catheter dye study was scheduled to be done but was unsuccessful in aspirating the catheter. The pocket was opened and the hcp t found the catheter imbedded into tissue at a couple spots. After the catheter was loosened from tissue he tried to aspirate again and was not successful. He decided to implant a new catheter at that time.